Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd¿ syringe ls india bp had particles inside the syringe and the packaging. Customer¿s verbatim: ¿ particles found inside the packing as well as syringe in closed pack. Same issue reported for luer lok syringes as well.¿

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with the affected sample. The analysis of the sample showed small black and green particles in the package. That confirmed the reported issue. After the evaluation of the sample and the discussion with our production supervisors, bd has determined that the foreign matter of the non-conformance consists of particles from the chain of the primary packaging machine. The root cause was related with a mechanic defect of one staple of the chain. The broken staple rubbed the chain and produced the black particles. The staple also rubbed the elastic band next to the chain producing the green particles. In that case, the possibility of existence of this particles in the product, due to the broken staple problem, was not consider. Therefore the presence of foreign matter was not avoided.

Event description:
It was reported that two bd¿ syringe ls india bp had particles inside the syringe and the packaging. Customer¿s verbatim: ¿ particles found inside the packing as well as syringe in closed pack . Same issue reported for luer lok syringes as well .¿